Event description:
Medtronic received info that during the procedure, bleeding occurred in the dorsal atrial wall. Subsequently, the procedure was converted into a full open procedure, the pt was connected to the heart lung machine and was stabilized. The procedure was successfully completed and the pt left the or in stable condition. The surgeon thought that the wire caused the bleeding, because it was pre-loaded before inserting the navigator.

Manufacturer narrative:
Eval method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to user error. Analysis: the device was not returned for analysis. Conclusion: the surgeon reported pre-loading the wire (surgical instrument guide) before inserting the device as the cause of the bleeding. The instructions for use (IFU) clearly states, "once the device is properly positioned around anatomical structures, insert the surgical instrument guide through the lumen entrance and pass it down the lumen in the device shaft until it emerges from the lumen exit at the device tip". Product labeling contains sufficient instructions for the user, including product illustrations on the proper use of the device, per its labeled indications.